Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old male undergoing surgery was implanted with an impella cp device for mechanical circulatory support. The device had low flow during the procedure due to interaction with other device. Procedure successfully completed, no harm done to the patient.

Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the low pump flow was interaction with other device and obstructed impella flow path due to improper technique use as mapping catheter became caught in impella pigtail. The doctor was able to free pigtail from mapping catheter to solve the low flow issue.